Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: during investigation, evidence of moisture corrosion was observed on the display screen inside the pump. The pump powered up with auditory and vibratory alarms to a blank screen. The pump cover was removed and moisture corrosion was found to the eeprom circuit and the display screen.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 056 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.